Event description:
It was reported that during a port placement procedure, air was allegedly aspirated in device during aspiration between the syringe and the introducer needle. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one bardport m.r.I implantable port kit was returned for evaluation. Functional, gross visual and microscopic observations were performed. The investigation is confirmed for the reported air entered between the syringe and puncture needle and the identified fracture is confirmed as the cracks were noted throughout the introducer needle hub. An in-house syringe attached to the introducer needle was used to infuse, where leaks from the hub were noted. And aspiration was performed, it was also noted to be unsuccessful. An received syringe attached to the introducer needle was used to infuse, where leaks from the hub were noted. And aspiration was performed, it was also noted to be unsuccessful. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 09/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiration date: 09/2025.

Event description:
It was reported that during a port placement procedure, air was allegedly aspirated in device during aspiration between the syringe and the introducer needle. There was no reported patient injury.